Event description:
The customer originally reported that the device would not activate. The device was returned with bare wire exposed.

Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed that one jaw wire was broken. On the other jaw wire, the gray insulation has been scraped off of the wire. The broken wire would have kept the device from activating and delivering energy. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device.